Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information received from the patient's implant form, on (B)(6) 2022, a carbomedics standard prosthetic mitral heart valve, m7-025 was implanted and explanted intra-operatively and another m7-025 was implanted in the patient instead. There is no allegation of device malfunction nor serious injury on the patient.